Manufacturer narrative:
H3. Updated rfr. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 ¿ analysis of the pump found ¿no significant anomaly ¿ pump motor o-ring wear.¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3- analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The pump was received for analysis.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving fentanyl via an implantable pump for non-malignant pain/degen disc disease/herniated disc pain indications for use. It was reported that the patient stated, 'I think I'm screwed. The pump was not working and I'm getting alerts saying it was not working.' The first message they saw when attempting a bolus this morning starting around 7:15 was 'pump motor is currently stalled. Contact your clinician immediately for assistance. Service code 100,' which they read from a picture on their personal phone. The patient stated that they were able to deliver a bolus but then saw another message with service code 353. They were able to bolus that time, but when they went to bolus again, the message popped up again, so they cleared the message and were able to deliver another bolus but stated that their pump has been alarming. The patient started hearing the alarm today, but they did not realize the pump had an alarm mechanism in it. The patient stated that the alarm has alarmed 'every couple minute,' and then stated that 'every 10 minut es.' They have not had magnetic resonance imaging (MRI) recently. The patient reached out pentec nurse, who told them to call their doctor. However, their doctor dropped them upon leaving the practice after 18-20 years, but, stated that they were 'under new physician until march.' The patient confirmed that they do not have a managing physician currently. They have been told to call pentec in the past if they have MRI or if the pump 'needs to be jump started,' but they have had never had issues and stated, 'that's never happened, and it's always still ran.'the patient mentioned that their pump is 'relatively new' and they had their old pump 'for like 9 years.' While on the call, the patient was able to connect to the pump well without issue and saw service code 100 again but cleared the message and saw a 31-minute lockout. While connecting to pump, the patient mentioned the equipment was 'very spotty' and 'it used to connect really quick,' but now it does not. The agent reviewed service code 100 and 353 considerations. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. The agent rev iewed medtronic resources for healthcare providers. The agent emailed the field for visibility. Additional information was received from a company representative (rep) stating that the patient got a motor stall alert on his personal therapy manager (ptm) yesterday at 7:30 but has not felt any withdrawal. The rep stated that he was still able to give himself boluses and today, a pentec nurse came out to interrogate pump and was not seeing a motor stall or recovery in the logs but got a motor stall alert when she initially interrogated it. The technical services (tss) discussed having the rep wait 20 minutes and reinterrogate to see if a motor stall recovery shows up. The tss clarified that no motor stall was showing in the logs and stated it should have therefore requested tablet logs to see what is going on. The rep stated that she will give the case number to the nurse and have her call back if there are any other questions. The patient did not have a physician, just gets filled by pentec rn. The tss thought there was some gap information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a consumer stated that they had no connection issue, but they received a message reading pump stall with service code 99 (loss of therapy) and 100 (potential underdose). The patient reached out to medtronic and a nurse, but the errors were not resolved. The patient will have new pump replaced on (B)(6) 2025. The patient stated that they only got three years of their current pump but nine from their previous pump. The patient been in contact with a company representative. Additional information was received from a healthcare provider (hcp) via a company representative (rep) stated that the pump was replaced on (B)(6) 2025 at 7:30 am. The pump was alarming critical alarm at that time. The pump stall occurred at 6:25 am on (B)(6) 2025 followed up by critical alarm. The reported was reading stopped pump duration exceeded 48 hours. Additional information was received from a healthcare provider (hcp) via a company representative (rep) stated that during the pump replacement, expected to have 16.3 ml of drug per interrogation report. Intraoperatively, a total of 25ml of drug was withdrawn from the pump after disconnecting from the catheter.